Event description:
While using my respironics model 1051158, I began to smell smoke in my mask. As a result, I immediately discontinued using my pap device. I don't know how long I inhaled the smoke, and I don't know whether these fumes were harmful to me. Since I am unable to use my device, I am now experiencing bad side effects, including daytime somnolence that my device was previously able to prevent. I believe it is dangerous for me to continue not using the device, but am afraid that the device will continue to produce smoke, and possibly fire. It is not difficult to find numerous complaints (including in maude) about this product which are similar to my complaint. In fact, respironics has issued a recall for the humidifier unit in this pap device. However, when contacted, respironics insists that the serial number of my unit ((B)(4)) is not included in the recall. This in spite of the fact that my unit is of the same model as the model in their recall, and is experiencing the very problem for which the recall was issued. I believe that the defect in my respironics device poses a serious danger to my health and property. I believe that the respironics recall should be expanded to include additional serial numbers.